Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that multiple knives were blunt during separate surgeries. Each procedure was completed while using the same knife. There was no impact to any patient. Additional information cannot be expected for this report.

Manufacturer narrative:
A sample was subsequently confirmed to not be available for this report. As no knife sample has been returned for evaluation for the report of being blunt, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination presently indicates that there are two additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4)